Event description:
It was reported that the customer passed away at home. The caller, who was the medical examiner, stated that the cause of death was complications of diabetes mellitus, post mortem glucose over 500 mg/dl. The caller stated that the customer had history of neurologic complication of diabetes, foot complications, fatigue. The customer's blood glucose at the time of death was over 500 mg/dl. The last recorded blood glucose reading in the customer's glucose meter or insulin pump was over 400 mg/dl, on (B)(6) 2014 at 4 am. The customer was wearing the insulin pump at the time of death. The caller stated that the customer was not using cgm. The caller stated that the insulin pump has been stored in the evidence storage over a year and a written request is needed in order to return the insulin pump for analysis. The caller also stated that the insulin pump had been taken to a local diabetes clinic for upload and a print-out of the upload results has been retained.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.